Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "the sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days".

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 182 mg/dl, and the meter bg reading was 135 mg/dl. A second cgm bg reading was 65 mg/dl and the meter bg reading was 142 mg/dl. A third cgm bg reading was 92 mg/dl and the meter bg reading was 52 mg/dl and a fourth cgm bg reading was 114 mg/dl and the meter bg reading was 92 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 52 mg/dl. Bg was addressed via consumption of carbohydrates and manually suspending insulin delivery. Reportedly, customer wore sensor longer than the recommended warranty time period. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.